Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. After receiving the alarm and prior to calling tandem technical support, the customer changed the cartridge and infusion set. The customer was not sure if the blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.